Manufacturer narrative:
A ge service representative performed an on site investigation. The image processor board was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the pixels appear and then the image would turn a white. The customer also reported the system cut out and they had to reboot the system. There is no report of death or serious injury associated with this complaint.